Manufacturer narrative:
(B)(4). The sample lot number is unknown at this time. The sample availability is unknown at this time. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The reported condition was not confirmed in the lab due to lack of product sample. A batch review was not performed as the lot number was unknown. Based on the information obtained from baxter's investigation, the root cause of the incident was not determined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's (B)(4) to request assistance on the home choice (hc). Per the initial report, the home patient (hp) stated he set up supplies and started therapy when he noticed the solution bag became disconnected. The technical service representative (tsr) explained that the hp would need to end therapy and start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.